Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a post-implant check. Upon interrogation, the right ventricular lead exhibited loss of capture and high pacing impedance. An x-ray and echocardiogram revealed the lead had perforated through the epicardium. A lead revision surgery was performed successfully, and there were no patient complications reported.